Event description:
The customer contacted abbott upon receiving the product recall letter regarding the clinical chemistry serum ict calibrator, lot # 0505017. The customer observed issues with potassium quality control results being out of range using the ict calibrator lot # mentioned above. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.